Event description:
Pt reported insulin pooled in the device's insulin cartridge chamber. Pt indicated that they observed a crack in the cartridge. Pt's blood glucose was not affected, and no treatment was received.